Event description:
Patient complained of pain. Implants were explanted due to an infection about 5 months post op.

Manufacturer narrative:
Document review: gmk primary uc liner size 5 / 12 mm: code 02.07.0512fuc / lot 092741 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary resurfacing patella size 2: code 02.07.0034rp / lot 121574 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary cemented femur standard size 5 left: code 02.07.2005l / lot 120116 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. Gmk primary tibial tray fixed cemented size 5 left: code 02.07.1205l / lot 120173 ((B)(4) items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The (B)(4) items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, a device involvement in the infection is highly unlikely.